Event description:
Patient representative reported left side "painful removal procedures as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue" "aggravation of underlying conditions including emotional distress and anxiety, as well as loss of quality of life" "other physical and emotional manifestations that are severe and ongoing", "severe pain", "rashes", "itching", "capsular contracture" baker grade unknown, "depression". Non-device related events reported as follows: "irritable bowel/crohn¿s disease" and "insomnia". The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "biocell textured breast implants due to fear of alcl and "capsular contracture" baker grade unknown.

Event description:
The device was explanted and replaced.